Event description:
The customer reported the ac power module not charging battery. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.